Manufacturer narrative:
(B)(4). The customer returned a guide wire and an advancer for evaluation. The ars and introducer needle were not returned. The guide wire had 2 kinks near the j-bend and also 3 kinks between the 20 and 30cm marks. The od of the swg measured 0.855mm , which met specification. The length of the swg measured approximately 68.5cm, which was consistent with the graphic. The advancer was used to insert the guide wire into the ars and introducer needle four times with the plunger in and then out, rotating the sample 1/4 turn each time. No resistance was experienced passing the guide wire through the ars and needle even though the guide wire was kinked and bent. A manual tug test confirmed that both welds were intact. A review of the device history records (DHR) for the guide wire and ars catheter did not reveal any manufacturing related issues. The report that the guide wire kinked during insertion was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations. The ars and introducer needle from the event were not returned. However, the guide wire could be inserted through a lab ars and introducer needle with no resistance. A DHR review was performed and it did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the ars and introducer needle from the event. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer reports that during advancing of the guidewire into the ars (arrow raulerson syringe); the wire kinked.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer reports that during advancing of the guidewire into the ars (arrow raulerson syringe); the wire kinked.